Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. The bearing is worn out. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer a screw came out of the knee. The patient did not fall.